Manufacturer narrative:
Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported dissection could not be conclusively determined. The dragonfly optis imaging catheter instructions for use (IFU) states that the user should observe all advancement and movement of the dragonfly optis imaging catheter under fluoroscopy. Always advance and withdraw the catheter slowly. Failure to observe device movement fluoroscopically may result in vessel injury or device damage. To assure proper placement do not move the guide wire after the dragonfly optis imaging catheter is in place. Additionally, the IFU states that the user should ensure that the catheter is not rotating while the sterile operator is loading, inserting, or positioning the catheter.

Event description:
Manufacturing related ref: 3008452825-2018-00403, 3008452825-2018-0402. During a procedure resistance with buckling was experienced when advancing three different dragonfly optis catheters with a non-abbott guidewire. A fourth dragonfly optis catheter was used to complete the procedure. No other issues were experienced and the patient left the procedure room in stable condition. Three days post operative, the patient presented to the emergency room with chest pressure. An angiogram revealed mid occlusion of the ramus; distal closure with dissection. Two stents were placed and the issue was resolved. The patient was in stable condition (clinical study: (B)(6), patient ID: (B)(6)).